Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (500s mg/dl) and occured after an infusion set site change. The cause was not known. The ketone level was high and was considered as being dangerous by a healthcare provider. Insulin injections and correction boluses were used to lower the bg. Tandem technical support advised the contact to discuss the infusion set site placement and other possible causes of the high bg with the healthcare provider.